Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedances. The patient is not pacemaker dependent and never needed therapy since implant. The lead was surgically abandoned and replaced without incident.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.